Event description:
It was reported that during an open appendectomy procedure, the surgeon fired the device across the appendix with the green load that came with the stapler. After firing the device the surgeon used a scalpel to cut through the appendix on the specimen side. The surgeon then opened the stapler with the release button and upon doing so noticed that the staple line did not hold and the bowel opened up. Per the surgeon, the staples were present but did not form a "b" hence not securing the staple line. The surgeon did not fire across any other staple line, did not feel or hear any "unnatural" sounds. The surgeon opted to close the open bowel with suture to complete the case. The surgeon had to keep the patient in the hospital with open incision to place a wound vac due to contents spilling into the patients body cavity (for fear of infection).

Manufacturer narrative:
(B)(4). Additional information: was the device difficult to close? The device was not difficult to close and operated as expected. Was the device difficult fire? The device was not difficult to fire and operated as expected. Please describe shape of unformed staples. The unformed staples were in a horseshoe (u)shape (as they would be in the cartridge). How was the retaining pin placed? Automatically. Was the patient obese? No. What is the patient history? No previous procedure noted. Why was a wound vac placed? Does the surgeon routinely use a wound vac? Wound vac was placed due to colon contents spilling into abdomen and potentially wound. No, only when potential infection can be expected. Was the tissue inflamed? Friable? ¿typical/standard¿ inflammation for emergent appendectomy in ER the analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.